Event description:
My name is (B)(6), rn. I work as one of the members of an IV therapy team at (B)(6) hospital, (B)(6), inserting peripherally inserted central catheter (PICC). We have been using the bard access sapiens tip conformation system (tcs) for inserting peripherally inserted central catheter (PICC) since september 2011. This is my second report to file with the same problem; the first was filed with you on (B)(6) 2012. We have found a problem with the tip conformation system (tcs) with regards to identifying the tip to the lower superior vena cava vein (svc) for which the system was designed. There are 1 to 2 percent of the pt all on from the left side approach that this tcs has recognized the PICC tip in the svc but after a chest x-ray the PICC tip can be seen in another vessel, namely the azygos vein. This tcs is designed to take the place of a chest x-ray. We have not done away with the chest x-ray for PICC line tip conformation at (B)(6) hospital, yet there are local hospitals that have replaced the traditional f/u chest x-ray to confirm PICC line placement for the sapiens tip conformation system. We have approached the MFR about this problem and they have responded with providing us with more on-site training from several rn clinical specialists. However, I think the problem still persists. On (B)(6) 2014, I used the bard access sherlock tls (tip location system) with the bard access sapiens tcs (tip confirmation system) to insert a PICC in a pt mr# (B)(6). I inserted a PICC catheter on the left side. I followed the manufacturer's IFU. During the confirmation part of the procedure, I received ECG tracing indicating that at 3cms the PICC tip was in the proper location that is the lower svc. Also, I had negative deflation at 2cms and at 4cms a smaller p-wave. According to bard IFU when we have an ECG tracing indicating maximum p-wave amplitude, "the sapiens tcs may be used to replace chest x-ray for PICC tip location confirmation." After doing a chest x-ray, the image illustrated that the PICC tip was looped into the azygos vein and not into the lower svc as sapiens tcs suggested. I power flushed the catheter and did another chest x-ray that showed the PICC tip is now in the lower svc. I provide for you the ECG tracing, chest x-ray images and the x-ray report. Discussion: the azygos vein drains the thoracic and abdominal walls; arises as a continuation of the right ascending lumbar vein and terminates in the superior vena cava. It is well documented that PICC lines tips can be placed in the azygos vein. The azygos vein is not a recommended placement position for a PICC line tip and may cause increased risk of thrombus and intraluminal damage from receiving retrograded IV medications in the azygos vein.